Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis- the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, no occlusion issues were noted during the investigation on the valve.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a shunt obstruction that was identified in the operating room. A certas plus valve was implanted in a patient via ventricular peritoneal shunt on an unknown date with an unknown initial setting. The patient was referred for evaluation on suspicion of shunt failure on an unknown date due to unknown symptoms. Shunt imaging performed on (B)(6) 2021 indicated the abdominal catheter was clogged. The patient was taken to the operating room on (B)(6) 2021 to replace the shunt. During the revision surgery it was confirmed that there was no flow of cerebrospinal fluid due to the shunt valve. The status of the patient in unknown.